Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a separated eluvia self-expanding stent system with a 0.014'' guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. There is multiple buckling to the outer sheath and middle sheath. The stent did not return for product analysis. The wire is sticking out approximately 15cm from the tip and approximately 111cm past the knob of the pull rack. Microscopic examination revealed no additional damages. The stuck guidewire was attempted to be removed but nothing happened when it was tugged on lightly. The device was x-rayed for additional damages to identify any possible cause for the guidewire being stuck. X-ray revealed that the proximal inner is prolapsed inside the handle. Buckling and prolapsing indicates there was a high force situation which can lead to deployment issues and stent deformation. There is blood present on and in the device. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed and the stent elongated. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for an "evt" procedure in the distal superficial femoral artery (sfa). The lesion was moderately tortuous, calcified, and stenosed. The angle at the iliac bifurcation was sharp at about 30 to 35 degrees. A non-bsc sheath and guidewire were used for the procedure. The physician had to apply a strong force to rotate the thumb wheel during deployment, and during deployment the thumb wheel went completely idle. With the white arrow visible, the 12cm eluvia was deployed only 4 to 5cm. It remained undeployed until the operator manipulated the device by pushing and pulling the pull-grip repeatedly and waiting. After waiting, it was confirmed that the eluvia gradually deployed, but as a result of the repeated action, the 12cm eluvia was completely placed at about 13cm. Elongation of the stent occurred, but it was judged that treatment of the lesion was complete without the need for additional procedures for the stretched stent. It was believed that the cause of the deployment issue could have been because the wire was not changed to a 35 wire during deployment. It was also noted that the outer shaft at the nosecone, the section just distal to the handle, was kinked. It is unknown if this kink occurred prior to procedure, during procedure, or after the procedure. The guidewire is also stuck in the device. The angle of iliac bifurcation might have cause the kink. The procedure was completed with this device. No further complications were reported. It was further reported that the delivery system locked up on the guidewire during the procedure. The physician noticed that the device stuck on wire when trying to remove the non-bsc wire and exchange it to 0.035 inch wire as rotation of the thumbwheel became hard. The physician thinks that it is possible that non-bsc wire became entangled in the handle of this device. The lesion was accessed via a contralateral approach. The physician thinks that a sharp angle of iliac bifurcation (about 30 to 35 degrees) may have contributed to the guidewire becoming stuck in the device.

Event description:
It was reported that the stent partially deployed and the stent elongated. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for an "evt" procedure in the distal superficial femoral artery (sfa). The lesion was moderately tortuous, calcified, and stenosed. The angle at the iliac bifurcation was sharp at about 30 to 35 degrees. A non-bsc sheath and guidewire were used for the procedure. The physician had to apply a strong force to rotate the thumb wheel during deployment, and during deployment the thumb wheel went completely idle. With the white arrow visible, the 12cm eluvia was deployed only 4 to 5cm. It remained undeployed until the operator manipulated the device by pushing and pulling the pull-grip repeatedly and waiting. After waiting, it was confirmed that the eluvia gradually deployed, but as a result of the repeated action, the 12cm eluvia was completely placed at about 13cm. Elongation of the stent occurred, but it was judged that treatment of the lesion was complete without the need for additional procedures for the stretched stent. It was believed that the cause of the deployment issue could have been because the wire was not changed to a 35 wire during deployment. It was also noted that the outer shaft at the nosecone, the section just distal to the handle, was kinked. It is unknown if this kink occurred prior to procedure, during procedure, or after the procedure. The guidewire is also stuck in the device. The angle of iliac bifurcation might have cause the kink. The procedure was completed with this device. No further complications were reported.